Manufacturer narrative:
Qn#(B)(4). The customer returned one proximal luer hub (white hub) from a cvc catheter. A non-arrow syringe was also returned; however, the rest of the catheter assembly was not returned. Visual analysis revealed that the proximal extension line had separated directly adjacent to the luer hub. A portion of the proximal extension line was still inside the luer hub. Visual analysis could not be performed on the rest of the proximal extension line/catheter as it was not returned for analysis. Functional analysis could not be performed as the distal luer hub was the only component that was returned. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not apply excessive force in placing or removing catheter. Excessive force can cause catheter breakage. If placement or withdrawal cannot be easily accomplished, an x-ray should be obtained and further consultation requested". The report of an extension line/luer hub separation was confirmed through complaint investigation. Despite only returning the proximal luer hub, visual analysis revealed that the extension line had separated directly adjacent to the luer hub. A portion of the extension line was still inside the luer hub. A device history record review was performed, and no relevant findings were identified. Based on the customer report and the sample received, the root cause cannot be determined without the entire catheter returned for analysis. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that when the user tried to inject saline solution via proximal hub during placement of the catheter, the hub separated from the extension line. The catheter was removed and replaced with a new one.

Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that when the user tried to inject saline solution via proximal hub during placement of the catheter, the hub separated from the extension line. The catheter was removed and replaced with a new one.